Event description:
It was reported that during a peripheral orbital atherectomy procedure, a dissection occurred that was resolved by placing a stent. There were focal lesions located in the sfa (100% stenotic, 180mm in length), popliteal (70% stenotic, 150mm in length) and peroneal (70% stenotic, 150mm in length) arteries. The physician treated the sfa and popliteal arteries with multiple runs using a csi 1.25 micro crown orbital atherectomy device (oad) and a 1.50 solid crown oad. He then treated the peroneal artery with one run using the 1.25 micro crown oad. He followed up each atherectomy treatment with multiple balloon angioplasty inflations. During the procedure, a flow limiting dissection was noted in the popliteal artery, which was resolved by placing a viabahn stent. Additional information has been requested, but no response has yet been received.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).